Event description:
The customer reported that following a diagostic catheterization procedure in 2004, a vasoseal elite was deployed. The pt was seen for a follow-up the following day and the groin area appeared to be fine. Four-five days post deployment, the pt returned with a right groin abscess. The site was drained and cultured. The cultures revealed group b strep. The surgeon stated that he entered deeply to the level of the inguinal ligament superiorly and femoral sheath posteriorly and there was minimal blood loss. The pt was diabetic. No further complications were reported.